Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced to pre-dilate the lesion. However, upon eight inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a 5.5/12 nc emerge balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen and blood on the outside of the device. Microscopic inspection found no damage or irregularity with the device. Functional testing consisted of inflation the balloon to rated burst pressure (rbp) for 5 minutes, and the device held pressure and did not leak. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that the balloon ruptured. The target lesion was located in a coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced to pre-dilate the lesion. However, upon eight inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with a 5.5/12 nc emerge balloon catheter. No patient complications were reported and patient's status was good.